Event description:
This is the first of two reports on the same pt involving two products. Refer to medwatch 14221600-2010-00010 for a description of the second report. The patient's mother reported that her daughter wore contact lenses for two weeks and experienced red eyes. The pt went to a healthcare professional. Per the patient's mother, the pt has spots (tears) on both of her corneas from a lack of oxygen from the contacts. The pt was prescribed an unk eye drop medication. This event is being reported due ot lack of info received regarding the patient's diagnosis, treatment and event resolution. Additional info has been requested but not yet received. Upon receipt of additional info, if there is any further relevant info, a follow-up report will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a follow-up medwatch will be filed. (B)(4).